Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was hospitalized after inappropriate shock. The right ventricular (rv) lead was found dislodged, it was confirmed by lead testing and x-ray. It was reported the cause of the dislodgement was due to the patient tripping which resulted in a fall down the stairs. The rv lead was explanted. No additional adverse patient effects were reported.